Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ¿edge of the connection line¿ (catheter adapter) of a ce minicap extended life pd transfer set disconnected from the titanium adapter which resulted in a leak of physioneal (dialysate from the patient) onto the patient¿s clothes. This occurred during peritoneal dialysis therapy. As a result, the patient received antibiotics (voncon) as a prophylactic treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.